Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were reproduced during evaluation while loading a set. The door latches close, but with excessive force being required to close door. The device was reworked to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the intensive care unit. It was also reported there was no patient injury.